Event description:
A distributor in denmark reported a malfunction with a pump indicated by code 9-0x2097. There was no report on whether the malfunction affected the customer's blood glucose level, and no specific value was provided. The pump was reset, and the customer was informed that it needed to be replaced. Technical support confirmed the customer's shipping address, provided instructions for returning the faulty pump, and ensured a replacement pump was sent under warranty. The customer declined to share information about their backup insulin therapy.